Event description:
It was reported that the device had unexpected battery longevity. The left ventricular lead threshold was also noted to be high since implant. The device was explanted and the lead was capped; both were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).